Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other implanted clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that mitraclip procedure was performed on (B)(6) 2020 to treat grade 4 degenerative mitral regurgitation (mr). Two clips were implanted, reducing mr to grade 1. On (B)(6) 2020, the patient presented with dyspnea. Echocardiogram confirmed one clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The other clip appears to have detached from both mitral leaflets and remains only attached to a ruptured chordae. It is unknown if this is a new ruptured chordae or if this is the same pre-existing chordae. It cannot be determined which clip had the slda and which clip had the complete clip detachment. Mr increased to 4. Treatment options for the patient are still being evaluated. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of mitral regurgitation (mr) and dyspnea, as listed in the instructions for use (IFU), mitraclip ntr/xtr system, are known possible complications associated with mitraclip procedures. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The recurrent mr appears to be related to the slda and dyspnea is a cascading effect of the mr. There is no indication of a product issue with respect to manufacture, design or labeling.